Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 35-44 mg/dl. Low bg causes were not known and the customer consumed carbohydrates to address bg. Additionally, an emergency medical technician (emt) provided assistance for one of the low bg events by testing the customer's bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.